Manufacturer narrative:
Product analysis: visual review confirms implant fracture into multiple pieces with additional deformation noted. Witness mark and material deformation noted on right anterior corner of the top component of the implant, consistent with in vivo obstruction during attempted implantation. It is noted in the fully closed position, the implant nose is protected behind the base component. The component vertical post and the ¿ears¿ of the component broken off and not returned for analysis. Microscopic examination of the fracture surface analysis consistent with brittle overload. The above observations are consistent with partially angulated implant prior to attempted implantation, which may have contributed to subsequent overload of the implant.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with disc herniation/spinal stenosis underwent transforaminal lumbar interbody fusion (tlif) at l4/5. Intra-op,when the surgeon inserted the device, half of it sheared off within the disc space. The spacer broke into 3-4 pieces. No patient complications were reported as a result of this event. Additionally it was reported that stiff/immobile disc of patient might have put additional strain on device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.